Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2019, the patient saw a warning power on reset (por) on their programmer and recharger. The cause of the por was not known at the time of the call but when asked about any falls/trauma the patient may have experienced that could be related to this event, it was reported the patient has cancer. Information was reviewed and they were redirected to see a doctor to have the device checked to determine the cause of the warning por. The patient had just moved from out of state, so they did not have a doctor managing their device yet. Physician listings were sent to the patient. No symptoms were reported. No further complications were reported or anticipated.